Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered less than 200 pulses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed early during the activation process; this indicates a needle mechanism failure. No impact to the patient's glucose level was observed. The pod was not worn. Details regarding treatment were not reported.